Event description:
The customer reported that the 8800 system would not save images. No pt injury was reported.

Manufacturer narrative:
The MFR's service rep performed an on-site investigation. Fluoroscopic images were able to be saved, but were not received by the pacs system. No other repair info is available. The system operates as intended.